Event description:
Attorney reported: on (B) (6)2006, two bard kugel mesh products were used to repair pt's bilateral hernia defect. One kugel mesh was used to repair the right hernia and one for the left hernia. On (B) (6)2007, pt's bard kugel mesh failed and a new additional kugel mesh was implanted for recurrence of a hernia. On (B) (6)2008, pt's bard kugel mesh failed and pt underwent surgery for repair of recurrent right inguinal hernia. On (B) (6)2009, pt's bard kugel mesh failed and pt underwent surgery for repair of recurrent right inguinal hernia. On (B) (6)2010, pt's bard kugel mesh failed and pt underwent surgery for repair of recurrent right inguinal hernia. Pt was informed by his physician that the mesh was free floating and had not adhered to the muscle. On (B) (6)2010, patient was admitted to the hospital for treatment of (B) (6) related to his bard kugel mesh. On (B) (6)2010, pt again underwent a right inguinal hernia repair. Pt continues to suffer abdominal pain and discomfort after the hernia repairs. Pt continues to be seen at a pain treatment center due to the continued pain and discomfort related to his hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish. Pt is now on disability as a result of his bard kugel mesh implants and is currently unable to work. Per provided medical records: on (B) (6)2006, the patient underwent bilateral preperitoneal inguinal herniorrhaphy with 2 kugel patch implants. A small kugel patch placed (left: bard kugel hernia patch small oval, 8 cm x 11.76 cm, product code: 0010101, lot number 43lpd217), to cover hesselbach triangle and cooper ligament to midline. A small oval kugel patch placed (right: bard kugel hernia patch, small oval, 8 cm x 11.76 cm product code 0010101, lot number 43eod172) to cover hesselbach triangle and cooper ligament. Procedure tolerated well, patient taken to recovery in stable condition. On (B) (6)2007, the patient underwent recurrent right inguinal herniorrhaphy with kugel patch implant. Previous operation had been a pre-peritoneal kugel operation and the previous mesh was clearly seen beneath the inferior epigastric vessels, having pulled away from the rectus sheath and pubic tubercle, leaving a direct defect. A bard kugel hernia patch small oval 8 cm x 11.76 cm product code 0010101, lot number hurca599 was implanted well beyond the pubic tubercle and laterally beyond internal ring, well below cooper ligament, secured to shelving edge of inguinal ligament and to conjoined tendon with interrupted sutures of 2-0 prolene. The old patch was then unfolded and brought down over the new patch and it was secured to the shelving edge and conjoined tendon with interrupted sutures of 2-0 prolene. Laterally the old mesh was secured to shelving edge just lateral to the internal ring. Patient was taken to recovery in stable condition. It is unknown what the patient's clinical courses was for the above time periods between (B) (6)2006 to (B) (6)2007, and after (B) (6)2007, as no medical records were provided.

Manufacturer narrative:
Based on the medical records provided, this MDR is for the kugel mesh implanted on the pt's right side on (B) (6)2007. No other medical records were received after (B) (6)2007. We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as the information does not specify a specific product problem. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2010-00315 for information related to the kugel mesh implanted on (B) (6)2006. See MDR 1213643-2010-00316 for information related to the kugel mesh implanted on (B) (6)2006.